Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician positioned the stent within the common bile duct to treat a stricture. However, when the physician went to deploy the stent, it would not fully advance off of the catheter and failed to deploy. It was reported the struts of the stent became stuck in the sheath. The stent was removed from the patient. Upon examination of the device outside the patient, it was noticed that the stent catheter was kinked. The complainant reported that the stent was not kinked or damaged prior to insertion into the patient. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) other (stent wire perforation). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).